Event description:
It was reported that no waveforms are coming in to the central monitor. The device was reported to be in clinical use. No adverse event to the patient or user was reported.

Manufacturer narrative:
The current software revision is unknown; therefore, the most recent software version was used for reporting purposes. Analysis was performed by remote service personnel which included troubleshooting with the customer. The results of the analysis indicate that the issue was resolved by restarting. Based on the results of the analysis, it was determined that the product has malfunctioned and the most likely cause of the reported problem was unable to be determined. The issue was resolved by restarting the pic ix and the product is back in service. Based on the information available and results of additional analysis, no further action is necessary at this time.